Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of three devices. Visual inspection of the cartridges revealed that each reload was fully fired and the anvil clamping mechanisms were deformed. Further functional testing of the reloads found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic vats lung resection, the devices fired but did not open fully after firing. The reloads could not be removed from the handles. A new handle was opened in order to complete the case. There was no patient injury.